Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated procedure in which the system was not placed into surgery mode as recommended, the ipg was inoperable. Troubleshooting did not resolve the issue. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.